Manufacturer narrative:
The first operational period started on (B)(6) 2015 at 11:16 am and ended on (B)(6) 2015 at 11:21 am. The second operational period started on (B)(6) 2015 at 11:25 am and ended on (B)(6) 2015 at 11:40 am. The event trace indicates the first operational period lasted 4.8 minutes. It has high incident counts for high side sense line disconnect alarm conditions. This is consistent with the customer report that the initial operational period was aborted due to the high side sense line being broken on the patient circuit in use. The second operational period lasted 14.5 minutes. It has very low incident counts for low pressure, low vte, low peep, and high peep alarm conditions. All alarm conditions cleared except those occurring just prior to the ventilator being properly powered off.

Event description:
The patient was removed from the bedside ventilator and placed on the transport ventilator. The patient appeared in distress with his spo2 decreasing to the low 90¿s. The patient was placed back on the bedside ventilator. The patient¿s parents state that the ventilator never alarmed during the event. The patient¿s condition did not improve. A chest x-ray identified a right lung pneumothorax. The patient later experienced bleeding, went to the or, and had to have a right lower lobectomy.